Manufacturer narrative:
(B)(4). On an unreported date, the patients' peritoneal effluent fluid was clear and the patient was reported to be recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was a break in aseptic technique further described as the patient made a mistake and did not wear a mask. On an unreported date, the patient began treatment with injection of ceftazidime 500 mg (route, frequency and duration not reported) and amikacin 125 mg (route, frequency and duration not reported). Action taken with dianeal therapy was not reported. It was not reported if the patient was hospitalized for the event. It was not reported if the patient was retrained on aseptic technique. At the time of this report the patient was recovering from this peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.